Event description:
It was reported that tip detachment occurred. The patient's anatomy contained a native aortic annulus measuring 27.5mm in diameter with moderate to severe calcification. The left coronary artery (lca) distance measured 8.9mm. The femoral arteries contained extreme tortuosity. At the beginning of the procedure, the patient had a blood pressure under 70mmhg and an ejection fraction <30%. The lca was protected. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced. A safari2 guidewire was advanced and positioned in the left ventricle. Balloon aortic valvuloplasty (bav) was performed with one inflation of a 24mm non-boston scientific (bsc) balloon catheter. Commissural alignment was performed. A 29mm acurate prime valve was prepared and loaded onto an acurate prime delivery system (ds). The acurate prime ds was advanced into position. The 29mm acurate prime valve was deployed, moved up and was under expanded. A 26mm non-bsc valve was prepared and delivered through the 14f isleeve introducer sheath. Once at the level of the descending aorta, it was observed that part of the 14f isleeve introducer sheath tip chipped and was attached to the non-bsc valve delivery system. The non-bsc valve system was removed along with the 14f isleeve introducer sheath. A 22fr non-bsc introducer sheath was placed and a new non-bsc valve was implanted as a valve-in-valve. There was no lca blood flow obstruction. Once the 14f isleeve introducer sheath was removed from the patient, the chipped part attached to the non-bsc delivery system was confirmed to fit the hole in the 14f isleeve introducer sheath and there were no concerns of fragments left inside the patient. No patient complications were reported.

Manufacturer narrative:
Photos of the 14f isleeve introducer sheath was provided to aid in the investigation and was reviewed by a bsc quality technician. The photos showed a portion of the 14f isleeve introducer sheath tip detached, confirming the reported allegations.

Event description:
It was reported that tip detachment occurred. The patient's anatomy contained a native aortic annulus measuring 27.5mm in diameter with moderate to severe calcification. The left coronary artery (lca) distance measured 8.9mm. The femoral arteries contained extreme tortuosity. At the beginning of the procedure, the patient had a blood pressure under 70mmhg and an ejection fraction <30%. The lca was protected. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced. A safari2 guidewire was advanced and positioned in the left ventricle. Balloon aortic valvuloplasty (bav) was performed with one inflation of a 24mm non-boston scientific (bsc) balloon catheter. Commissural alignment was performed. A 29mm acurate prime valve was prepared and loaded onto an acurate prime delivery system (ds). The acurate prime ds was advanced into position. The 29mm acurate prime valve was deployed, moved up and was under expanded. A 26mm non-bsc valve was prepared and delivered through the 14f isleeve introducer sheath. Once at the level of the descending aorta, it was observed that part of the 14f isleeve introducer sheath tip chipped and was attached to the non-bsc valve delivery system. The non-bsc valve system was removed along with the 14f isleeve introducer sheath. A 22fr non-bsc introducer sheath was placed and a new non-bsc valve was implanted as a valve-in-valve. There was no lca blood flow obstruction. Once the 14f isleeve introducer sheath was removed from the patient, the chipped part attached to the non-bsc delivery system was confirmed to fit the hole in the 14f isleeve introducer sheath and there were no concerns of fragments left inside the patient. No patient complications were reported.